Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead were damaged when the physician tried to connect it to a competitor's ipg during a recent revision procedure. The damaged leads were left implanted to the patient's body after the procedure. The patient underwent a lead replacement procedure.